Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured and the shaft was kinked in multiple locations. However, the catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue and kinks remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip during investigation.